Event description:
It was reported that a revision surgery was performed due to a nonunion and four broken screws. The surgeon originally performed an open reduction internal fixation of a distal femur due to a periprosthetic fracture injury on (B)(6) 2013. It was reported that during a follow-up on an unknown date, the surgeon determined the nonunion of the fracture and the broken screws. It is unknown how the surgeon discovered the nonunion and the broken screws. The surgeon then decided to remove the hardware. Four of six screws were broken but it is unknown as to which screws were found to be broken. Six screws were reported with an unknown item number. After the removal of the hardware, the decision was made not to revise construct. The hardware was successfully removed with no patient injury reported. This is report 2 of 2 for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 6 unknown screws. Additional information reported is unknown item number (02.205.0xx series). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 4 broken unknown screws. The previous report encompassed 6 unknown screws, 4 of which broken. 2 screws remain intake. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.